Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00716. The patient¿s leads were fractured and had high impedance values. The leads were explanted and replaced. Effective therapy was restored post op which resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00716. It was reported the patient suffered a fall approximately four weeks ago. Subsequently, the patient lost stimulation on the right side of her lower extremity. An abbott representative interrogated the scs system and found all of the right side lead contacts have high impedance values. Surgical intervention may take place to address the issue.